Event description:
The customer reported the ventilator went vent inop and alarmed while in use on patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer reported that water was observed in the exhalation flow sensor. The respironics service technician verified the reported problem was due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was completed and the ventilator passed per operating specifications.